Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the customer reported the device was discarded.

Event description:
It was reported the procedure was to treat a lesion in the distal right coronary artery (rca). The 2.80x08mm rx mini trek balloon catheter was advanced to the target lesion with no resistance. The balloon ruptured during the first inflation at 5 atmospheres (atm). The device was removed with no resistance and replaced with a same size non-abbott balloon catheter to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.